Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, the patient noticed the implantable neurostimulator (ins) becoming ¿really¿ hot 8 times since (B)(6) 2014. The heat lasted about 4 hours and was uncomfortable. No action was taken and the event outcome remained unknown.

Event description:
Additional information received reported the event onset date and resolution date were both (B)(6) 2013, while the event reported to site date was (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2013. Timeline remains unclear, however. The event was ¿possibly¿ related to the device or therapy but not related to the procedure.